Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during a metal removal, 3 of 4 screwdrivers (45-27015) are broken at the tip.".

Event description:
As reported: "during a metal removal, 3 of 4 screwdrivers (45-27015) are broken at the tip."

Manufacturer narrative:
Please note the correction to h6 method code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device was received with a broken tip at the distal end. Only one part of the broken screwdriver is available for inspection. Microscopic views of the fracture surface show shiny points on the surface indicating the application of high torsional cyclic load. The overall breakage pattern reveals brittle fracture due to torque overloading of the blade. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was caused by applying too much torsional force which did lead to a mechanical overload during the extraction of a screw. If any further information is provided, the complaint report will be updated.